Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy. Magnetic resonance imaging (MRI) and a computerized tomography (CT) scan confirmed both leads had migrated. Therefore, the patient underwent a lead revision procedure during which the leads were explanted and replaced. The patient was doing well postoperatively. The explanted leads will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(6), batch: (B)(6).